Event description:
It was reported that there has been a rise in threshold since implant of the lead on (B)(6) 2010. The threshold at implant was 1.4v at 0.5ms and on (B)(4) 2010, it is 4.5v at 1.0ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.